Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: there was one power on reset observed post multiple call service (cs) 54/cs52/cs12 alarms on (B)(6) 2016. The battery cap contact height and width measurements met specifications. During testing, the battery cap secured to the pump and maintained electrical connection. The battery cap was tightened fully and then loosened one half turn with no power interruptions. The pump was opened; there were no intermittent conditions found on power printed circuit board. The battery compartment was found to be cracked below grip pad to case seal. The pump was powered on correctly with no power interruptions duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. Reportedly, there was no visible yellow o-ring and the battery cap tightly secured to the pump. The correct battery type reportedly was used; however, the power issue continued to occur during and after battery changes. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.